Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the patient's femoral artery. The iab was advanced over the spring wire guide (swg) and into the saf sheath. The md could not advance the iab through the saf sheath. As a result, the md requested another iab for insertion. Reference MDR #1219856-2010-00217 for the second event involving same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.